Manufacturer narrative:
A large part of the microthread area of the implant is missing. No material failure was found during investigation of the fracture surfaces. The fracture started with vertical cracks which followed the edges of the internal hex and went down to the connection of microthread and macrothread. There is nearly no bone attachment at the microthread, but a larger amount attached to the macrothread part of the implant which implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. The patient suffered from diabetes.

Manufacturer narrative:
Since patient lost some of it's "structure" in correlation with this event. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information, a fracture of an implant occurred 6 1/2 years after implantation. The crown is not available for investigation to judge dimensions, occlusion, load. Implant was removed by using a trephine and some bone around the implant was trephined.